Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿rotating-hinge revision total knee arthroplasty for treatment of severe arthrofibrosis¿ written by joshua s. Bingham, et al, published in the journal of arthroplasty 34 (2019) s271-s276 on 5 february 2019 was reviewed. Product(s) used: s-rom noiles rotating hinge knee system, depuy the purpose of this study was to compare preoperative and postoperative arc of motion, functional scores, and implant survivorship in patients with severe arthrofibrosis revised with an rh prosthesis compared to those revised with and unlinked revision. There were competitor products used for both rh and non-rh groups, there were only five depuy implants included out of the 29 knees included in the study. The author did not specify which implant experienced adverse events. There were three intraoperative complications in the rh group: one partial patellar tendon avulsion repaired with sutures and augmented with hamstring tendon, one distal femur fracture treated with a cerclage cable, and one patellar fracture. There were postoperative complications in seven patients in the rh group: two deep infections, two knees with a decreased arc of motion requiring subsequent mua (manipulation under anesthesia), one superficial infection, one peroneal nerve palsy, and one patellar instability. In total, there were 11 reoperations in the mua group: 3 insert and bushing exchanges, two amputations, two mua¿s, one resection arthroplasty, one seroma debridement, one symptomatic hardware removal, and one multiple-component revision for aseptic loosening. The study concludes there was a slightly greater improvement in the mean arc of motion in the rh group compared to the non-rh group. However, the difference was small and clinical significance is questionable. It should be noted that the increased arc of motion seen in the rh group compared to the non-rh group was achieved with a lower rate of subsequent muas.

Manufacturer narrative:
Product complaint # (B)(4).investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.